Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a surgical aortic valve replacement, there was a cardiac perforation observed by the right ventricular (rv) lead through the diaphragmatic rv wall into the pericardium. The lead was explanted to resolve the event and was replaced at a later date. The patient was stable following the procedure.